Event description:
Consumer reported complaint for dead meter. Customer had purchased the true focus meter a month ago. The test strips are expired: manufacturer¿s expiration date is 09/30/2023 and open vial date was not disclosed. Customer also stated that she could not find the battery for the meter. The customer feels well and did not report any symptoms. Customer stated that last night she didn't eat well; due to the chemotherapy she had lost her appetite. Customer stated this morning she wasn't feeling well, she was extremely hungry, and she had called 911. The paramedics had tested the customer's blood glucose and obtained result of 50 mg/dl fasting. The diagnosis was low blood glucose and customer was given glucose tablets. Customer's blood glucose was tested an hour later and it was 90 mg/dl non fasting. Paramedics had inserted a new battery in the true focus and the meter wasn't coming on; customer was advised to return to pharmacy.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to symptoms (extreme hunger). Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.